Event description:
Medical affairs was unable to get in contact with the patient and will be sending them a letter to obtain more clinical information. Based upon the information provided this case is being reported as a malfunction. The patient called alleging that the meter displayed "insert test strip" message after the test strip was inserted into the meter. They took oral medication after attempting to use the meter. They contacted their md for advice and there is no information on whether they received any treatment. Customer service had the patient retest using a new vial of test strip and issue still persisted. Customer service was unable to resolve the issue and sent the patient a new meter.